Event description:
It was reported that the device could not be interrogated and that there was no magnet response. The device did appear to be pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.